Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a low anterior resection procedure, the device fired properly. However, there were air bubbles present after a leak test was performed. The purse string auto suture device was used. The area was too low to over sew, therefore, the patient received a temporary loop ileostomy and is still in the hospital. The device was discarded. Additional information has been requested.

Event description:
Additional information was requested on 4/13, 4/29 and 5/3 and no additional information has been received.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.